Manufacturer narrative:
(B)(4).

Event description:
Per the clinic it was reported that the patient's abutment was removed under general anaesthesia on (B)(6) 2019 due to skin overgrowth at the abutment site. The patient was treated with antibioitcs.